Manufacturer narrative:
The lot was manufactured february 2, 2016 ¿ february 3, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion with a large volume intermate. The device was filled with 80 ml of tobramycin and 120 ml of sodium chloride. The infusion ran for 90 minutes instead of the expected 60. There was no patient injury or medical intervention associated with this event. No additional information is available.